Event description:
N/a.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Initial reporter occupation: inventory control coordinator. The device was not returned and could not be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Reference complaint #(B)(4).

Event description:
It was reported that before intra-aortic balloon (iab) therapy, the staff opened the iab packaging and the dilator and sheath were missing. There was no patient harm or adverse event reported.